Event description:
After difficulty delivering pacing therapy using an m3536a defibrillator, the physician attempted to deliver pacing therapy with the m3535a defibrillator. Each time pacing therapy was started, a leads-off indication occurred and pacing was therefore stopped.